Event description:
Olympus medical systems corp (B)(4) was informed that gas seemed to begin accumulating inside of the peritoneum (subcutaneous emphysema) during a procedure of a distal gastrectomy with the subject device and an ethicon made trocar. The procedure completed without any treatment for the symptom of the patient. The subject device was checked with a pressure checker by a field service stuff of olympus and no failure was reported. Additional treatment or extension of hospitalization was not necessary. There was no patient injury reported except the subcutaneous emphysema.

Manufacturer narrative:
The subject device was not returned olympus for inspection, and is continuously used in the facility. No failure of the device was reported. There is a possibility that the subcutaneous emphysema is not due to the failure of the subject device but the user handling. This report is being submitted as a medical device report in an abundance of caution.